Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years post implant of this aortic bioprosthetic valve, a transesophageal echocardiogram (tee) revealed severe stenosis and the patient is being evaluated for a transcatheter valve-in-valve. Two months post tee, a transcatheter valve was implanted valve-in-valve due to severe stenosis. No additional adverse patient effects were reported.